Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involved a similar device to a PMA approved device sold in the u.s. Under #p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the images provided the vessel was found to be stenosed and calcified. Although the reported in-stent restenosis could be verified there is no indication that the implanted stent failed to meet its specifications. Potential factors that could have led or contributed to the event reported have been evaluated. Previous investigations of similar complaints have been considered. This type of event may be caused by various factors and is associated with the vessel anatomy and/or the individual physiological mechanisms. A definite root cause for the event reported could not be determined. The IFU indicated that arterial occlusion/restenosis of the treated vessel is as a potential adverse event that may occur.

Event description:
It was reported that an in-stent restenosis of a vascular stent implanted the popliteal artery was found. A re-vascularisation of the lesion was performed.